Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched display window and protruded/loose drive support disk.

Event description:
It was reported that more than a year ago the drive support cap came out and he pushed it back in. The blood glucose reading was 152mg/dl at time of call. Troubleshooting was performed, and the drive support cap was protruded and sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.